Event description:
During an atrial septal defect (asd) procedure, the asd measured 22mm with tee; however, a the 22mm amplatzer septal occluder (aso) pulled through the defect. A 28mm aso was then attempted and determined to be secure when "wiggled" and deployed. However, later that afternoon, a doppler echo showed that the 28mm aso was free in the left ventricle. The patient underwent successful surgical closure of the asd and removal of the 28mm aso.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Imaging review: aga requested further information regarding this case, but medical records and images were not provided. Analysis results: the 22mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The 28mm aso was not returned for analysis. Manufacturing record review: during manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. The 28mm asos manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. Conclusion: the results of this investigation are inconclusive because the 28mm aso was not returned for analysis and medical records and images were not provided. The cause of the patients embolization remains unknown.

Manufacturer narrative:
Procedural images received included fluoroscopic and angiographic images which were reviewed by sjm's medical consultant indicated initial release of the device was in a stable location. The right atrial angiogram revealed normal opacification of the right atrial disc with reflux in the left atrial side and right pulmonary veins. The small volume of contrast opacified the pulmonary vein transiently. The device location was high and of the right and inside the pulmonary vein indicating the defect was eccentric and complex. The cause of the embolization did not appear to be device related but rather related to patient anatomy and device selection.